Event description:
A (B)(6) customer ran blood tests on the contour next . The meter automatically marked them as control tests, which will be displayed as control results when accessing the meter's memory. No adverse event was alleged. New strips and meter were sent. The customer was advised to return the strips for evaluation.